Event description:
It was reported that the patient had a loss of therapeutic effect. About the second week of (B)(6) 2014, the patient noticed her stimulation had stopped working. There was no fall or trauma. The patient normally had it on all the time. The patient stated that she did not have a physician and a list was mailed to her. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v042396003, implanted: (B)(6) 2007, product type: lead. (B)(4).